Event description:
While performing service contract inspection and testing of the facility's defibrillator/monitors, physio-control observed that one device delivered defibrillator energy levels not in specification to energy levels selected for testing. There were no adverse affects to any patients reported as a result of the device use.

Manufacturer narrative:
Physio-control replaced the biphasic pcb and high energy transfer relay assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.